Event description:
No further information provided.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2011. The patient alleges to have been injured without further explanation.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2011. The patient alleges to have been injured without further explanation.

Manufacturer narrative:
F10) device code: appropriate term/code not available (3191) selected for perforation.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to deep vein thrombosis (dvt). Patient is alleging vena cava and organ perforation and the device is unable to be retrieved. Patient alleges an unsuccessful retrieval attempt on (B)(6) 2016 because it was no longer needed. Patient notes and further alleges "the failed attempt at the retrieval was incredibly painful on my neck and chest. I experienced severe swelling and the puncture wound in my neck was very painful and it left a scar". Patient notes limited physical activity. Per the (B)(6) 2011 inferior vena cava (ivc) filter placement: "therefore a select retrievable filter was deployed. Below the level of the renal veins through its sheath. Secondary to the angulation of the filter with the apex directed toward the caval wall, it was decided to reposition the filter from above to prevent endothelialization of the apex. Therefore the right neck was prepped and draped in usual sterile fashion. Again, 2% lidocaine solution was administered for local anesthesia, and the internal jugular vein was accessed using micropuncture technique. An amplatz wire was then advanced into the ivc followed by the 10 french sheath. A gooseneck snare was used to grab the apex of the filter. The filter was successfully repositioned so that the apex demonstrated a vertical position. A post repositioning hand-injection lvc gram was performed demonstrating excellent positioning of the filter". Per the (B)(6) 2016 attempted ivc filter retrieval: "the filter is in excellent position with good orientation. Numerous attempts to retrieve the filter using a gooseneck snare, trilobed snare, and a forceps were unsuccessful. It was decided to leave the filter in place without further aggressive maneuvers to retrieve the filter given its good position, orientation, and lack of caval thrombosis". Impression: "unsuccessful retrieval of ivc filter likely due to prolonged indwelling time of greater than 5 years. The filter is in excellent position in the ivc remains widely patent".